Event description:
The second report of two involving the same pt and the same skull clamp. After the skull clamp was reapplied the unit slipped a once again. When this occurred the pt incurred a laceration that required suturing with nylon. The reporter feels that the reason the pt slipped was because the pt was positioned incorrectly for the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.